Manufacturer narrative:
(B)(4). Batch # unk. No lot or batch number was provided therefore a device history could not be done. The following information was requested, but unavailable: what is the patient gender/bmi? Please describe cartridge selection for all parts of the procedure. Was buttressing material used? Did the surgeon wait 15 seconds prior to firing? Were there any issues with staple formation at site of leak? Was the patient in hospital longer than what the surgeon typically used for standard of care? Was the exact location of the bleeding identified? Was the bleeding intraluminal or intra-abdominal? What was the location of the bleeding and how long post-op was it identified? How was it treated?

Event description:
It was reported that during a gastroplasty by video (bypass) procedure, the surgeon noticed intestinal bleeding postoperatively and it was necessary to do a blood transfusion to manage the patient's anemia. Hospitalization was required. Unknown how case was completed.

Manufacturer narrative:
(B)(4). Additional information received: what is the patient gender/bmi? Male; (B)(6). Please describe cartridge selection for all parts of the procedure. Blue and white - was buttressing material used? No. - did the surgeon wait 15 seconds prior to firing? Yes. - were there any issues with staple formation at site of leak? No. - was the patient in hospital longer than what the surgeon typically used for standard of care? Yes. - was the exact location of the bleeding identified? Entero entero anastomosis. - was the bleeding intraluminal or intra-abdominal? Intraluminal. - what was the location of the bleeding and how long post-op was it identified? It started with 24 hours of post-op; enterorrhagia for 4 days. - how was it treated? Transfusion - hb 6.8. - would the surgeon be interested in a conversation with ethicon medical and engineering team? No.